Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 495 mg/dl. The patient experienced thirst as a result of the high blood glucose. The customer treated via insulin pump bolus. They checked their blood glucose during the call and it was 525 mg/dl. The customer treated via manual insulin injection. During troubleshooting the customer declined to review their site, set, and device settings. The customer's blood glucose before hanging up was 506 mg/dl. The insulin pump was not returned for analysis.